Manufacturer narrative:
Device evaluation completed on (B)(6) 2021: visual analysis of the returned sample revealed that the artoura ss, t exp, uhp 850cc tissue expander was found to have a tear on the union between shell and patch on the anterior view. A microscopic examination was performed and the cause of the tear could not be identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast reconstruction primary with a mentor artoura breast tissue expander 850cc saline prothesis experienced spontaneous left sided deflation post procedure. Physical examination confirmed deflation. As a result, patient underwent bilateral replacements as follow: left replaced with cat #: smxp140ruh, sn #: (B)(4), and right-side cat and sn # is unknown on (B)(6) 2021.